Manufacturer narrative:
(B)(4).

Event description:
The customer reported that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the oxygen sensor. The unit passed extended self testing.